Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with intermittent power and there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: there were unexplained pump reboot events observed in the pump's black box. The battery cap was not returned so a test cap was used and able to properly attach to the pump. The battery compartment was cracked between bumper pad and cover and it contained evidence of moisture. A 24 hour duration test was successfully completed with no power interruptions or alarms duplicated with the test cap. A leak test revealed the battery compartment leak. There was no evidence of internal moisture observed on the printed circuit board or other internal components.